Event description:
It was reported that the patient underwent a revision surgery in which the ambicor penile prosthesis (app) was removed and replaced with an inflatable penile prosthesis (ipp) because it stopped working. There were no patient complications.